Event description:
It was reported that a pediatric patient had an incident of increased intra peritoneal volume (iipv) during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected in fill 8. The machine filled 300ml, and then a system error (se) 2417 occurred. The se was cleared, the fill continued and the last fill volume (lfv) was 500ml. During the last drain cycle the patient drained 1385ml. In a 24 hour period, the patient normally has a total ultrafiltration of 100ml, but that night the total ultrafiltration (tuf) was reportedly 1239ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned device and the root cause was determined to be unexpected high ultrafiltration (uf). The reported issue was confirmed in the event history log review, when the device drained 801ml during drain 8 of 15. A visual inspection and functional testing was performed with no issues noted. The device met all product specification.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.